Manufacturer narrative:
Device not returned.

Event description:
Reportedly, there were blue threads underneath of the leaflets of the valve when taken out of the container, prior to pt contact. No pt injury or intervention reported as a result of this event.